Manufacturer narrative:
Reported device is not marketed in the united states, however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics w/a medical device registered w/in the u.s. Are. Manufacturing site evaluation: samples received: 27 unopened pouches and 1 needle. Tested the needle attachment of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process & the results during the process fulfill the OEM requirements. Final conclusion: complaint not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). The thread in needle detached while in use.